Event description:
Procedure: unk. Reportedly, the balloon broke during the middle of the procedure. It was inflated with 25cc of air. A piece of it fell into the abdomen and was removed. The procedure was completed with a new device and there was no patient injury.